Manufacturer narrative:
The product(s) have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging receiving multiple no prime warnings. At the time of the call, the patient reported waking up on the morning of (B)(6) 2013 to the warning. At the time of the alarm, the patient claimed her fasting blood glucose (bg) measured 450 mg/dl and she was experiencing symptoms of nausea, not feeling well and tested positive for moderate ketones. The patient stated she took a correction injection in response to high bg and symptoms and at time of the call mentioned her symptoms were subsiding. At the time of troubleshooting, the patient informed the animas representative that the no prime warnings started appearing 1 week prior. The patient stated she changed out the pump¿s cartridge on the morning of (B)(6) 2013 and had received the ¿no prime warning¿ twice since then. At the time of the call the patient was able to successfully prime the pump and perform an air bolus. The patient confirmed the cartridge cap was tight and denied any trauma to the pump. The patient confirmed that she had not tried using a cartridge from another box because she did not have one. Replacement cartridges were sent to the patient. This complaint is being reported because the patient reported developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: visual inspection of the cartridge found no noted defects. A leak test was performed and no leaks were found from the luer connect, o-rings, or anywhere else on the cartridge. A cartridge force test was performed and confirmed that the forces were within specifications. During evaluation the force sensor was found to be out of calibration.

Manufacturer narrative:
Follow-up #1 device evaluation: the device has not been returned; a cartridge retain from the same lot was pulled and evaluated by product analysis on (B)(6) 2013 with the following findings: the cartridges were found to cycle normally and was filled with no difficulties; no air bubbles were formed during the cartridge filling process. A cartridge leak test was performed and no leaks were found from the luer connection, o-rings, or anywhere else in the cartridge. A cartridge force test was performed and confirmed that the forces were within specifications.